Event description:
On (B)(6) 2013, the reporter contacted animas for an unrelated issue and during troubleshooting it was noted that the current date was set to (B)(6) 2007. It was unclear how the date became off, and it was also unclear if the time was off as well or not. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation - (B)(4): the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no time/date reset was found in download history, containing dates from (B)(4) 2007. Current time/date was set at start of investigation. Pump exercised for 24 hours, the battery removed for 6 hours and reinserted: the time/date reset to default settings. When the pump was opened, the component bt1 was leaking.